Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor rate error. No injury was reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was found to give a "motor rate error" alarm during testing. During internal examination the device showed a number of worn components, including the motor assembly, leadscrew and clutch halves. The wear seen on these components was determined the cause of the motor alarm. The cause of the component issue was determined to be normal wear (device age was 12 years).

Event description:
The issue did not occur while in use with a patient.